Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure after deploying the ovation ix limbs and ballooning there was a large type ia endoleak even after multiple balloon inflations. The physician elected to add a palmaz stent (non-endologix) then ballooned. The endoleak was still present so a high-pressure balloon was used and inflated. The type ia endoleak was greatly diminished but not eliminated. The physician believes it will go away when the patient is off anticoagulation. The patient was transferred to the post-anesthesia care unit stable and will be followed by computed tomography evaluation.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak complaint is confirmed. This is consistent with the reported adverse event/incident. The complaint is likely user related due to the off-label use of the presence of significant calcification within the proximal sealing zone. Significant calcification was present at the level of p2+7 mm below the inferior renal artery within the proximal sealing zone, likely resulting in suboptimal graft apposition which contributed to the reported type ia endoleak. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day three in stable condition no additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem ¿ additional information. G3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
Confirmation was received on 03 september 2025, that the follow-up computed tomography has not yet been performed.